Event description:
Additional information received reported the patient was going in for a replacement the tuesday following the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the battery was replaced on the day of report. It was reported the impedances were all within normal limits and they were able to get adequate coverage with stimulation in post op before the patient left the hospital. It was noted the hospital retained the device and the patient was going to keep up with recharging ¿from then on¿.

Event description:
It was reported that a warning screen on both patient programmer (pp) and implantable neurostimulator recharger (insr) was seen. Last time the patient recharged her implantable neurostimulator (ins) was about 2 weeks prior to this report. The last time she felt the stimulation was one day before. Last night before she went to bed it started to hurt "in her hip and down the right leg." It was stated that this was nerve damage and these pains were the reason for the ins being implanted originally. The patient was getting a warning screen to charge her insr. Coupling and/or communication issues were also reported. The use of antenna locate (al) feature resulted in a power on reset (por) message being displayed on insr which then lead to the normal recharging screen. One day later it was stated that the patient was not able to get any bars. The patient was confusing coupling bars with ins charge level. A por condition was also stated. After reviewing some basic functionality of the pp, the reported issue was resolved. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Ten days later it was reported the patient had not had her replacement yet.